Event description:
Reporter stated that a neonate's blood glucose was measured, using the inform system, with back-to-back results of 2.4 mmol/l and 1.6 mmol/l. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in foreign country.